Manufacturer narrative:
It was reported that prior to explant the patient had experienced an infection. This report is filed on june 14, 2019.

Manufacturer narrative:
This report is submitted on september 04, 2019.

Manufacturer narrative:
This report is submitted on may 21, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to poor performance with device use. Re-implantation is planned but has not taken place as of the date of this report.